Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that performing a matrix mis time the nurse was having difficulties to loading a screw onto the retractor tissue (long). Also, during the final tightening of the handle torque limiting was making a weird noise and surgeon requested to replace the handle. The patient was not impacted by this and the procedure was successfully completed. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for 1 (B)(4). .